Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The patient had a blood glucose of 470 mg/dl, which they treated via manual insulin injection. The no delivery alarm was resolved with a reservoir and infusion set change. The reservoir will be returned for analysis.